Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2007. In addition, the decedent's certificate of death was received indicating date of death on (B)(6), 2007 with immediate cause of death to be cardiopulmonary arrest and underlying cause as cardiac arrhythmia. Other contributing factors per the death certificate were severe anoxic encephalopathy and cardiac arrest due to myocardial infarction.

Manufacturer narrative:
This is one event for the same pt involving two separate products: associated mdrs #1225714-2013-01682, 1225714-2013-01683.